Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated and isolated to an intermittent material failure.

Event description:
The customer reported that the ventilator's user interface module (uim) touchscreen was blank on start up. There was no patient involvement.